Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator did not allow for full lead insertion into the header. The device was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of a header insertion anomaly could not be confirmed. Visual inspection of the header did not reveal any anomaly that could contribute to the reported event. Test leads were able to be inserted and secured properly into the header. Lead bore pin gauge measurements were performed and were normal.